Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient received a heart transplant. It was later reported that the patient's device parameters were within normal limits and that the outcome was not device or therapy related. The pump was to be explanted but would not be returned to abbott for evaluation.